Event description:
Routine complaint investigation identified an incorrect calibrated meter being used. Consumer did not calibrate the blood glucose meter to the new package of strips being used. The incorrectly calibrated meter, if used to perform an assay, could result in higher than expected readings. These results under certain conditions, could have adverse clinical effects. No injury or medical intervention was reported.